Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a motor error and the screen went blank and restarted. Customer mentioned that the insulin pump buttons were sticking. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer declined motor error and blank display troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No unexpected off no power, low battery, battery out limit, failed battery test alarms and motor error alarm noted during testing.